Event description:
It was reported by the patient the omnipod 5 controller delivered an uncommanded bolus of 15 units. The patient allegedly suspended the insulin after putting the system in manual mode. The patient's blood glucose (bg) levels decreased to 3 mmol/l (54 mg/dl) and was feeling lethargic, shaky, had a headache and was sweating. The patient attempted to treat the bg levels with 330 ml of coca cola and went to the emergency room (ER) with hypoglycemia. The doctor gave the patient apple juice and sandwiches and was monitored in 15 minute intervals. The patient's bg levels increased to 6 mmol/l (108 mg/dl) and was discharged from the ER after approximately 3 hours.

Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the android log files confirmed the delivery of a 15 u bolus. The audit logs show that no bg level or carb value was entered into the calculator before confirmation. Inspection of the logs show that prior to programming of the bolus, the bolus calculator was started and the total bolus amount was manipulated before being closed and re-entered. Logs confirm the back button being pressed to exit the bolus calculator. The android log files confirm that the bolus button was pressed to enter the bolus calculator screen and that the total bolus amount was adjusted, though no carbs or bgs were entered into the bolus calculator, indicating manual adjustment. The logs show that the proper flow was followed for the bolus amount to be confirmed and started as the bolus calculator proceeded to the confirm bolus screen after programming and the start button was pressed. The bolus record shows that a 15 u bolus was confirmed, with the total amount being manually adjusted to 15 u from a suggestion of 0 u. Evidence of interaction was observed to program all boluses captured in the logs. No evidence of an uncommanded bolus was found. Post market safety reviewed this case reporting the device delivered a 15u insulin bolus dose that was not requested by the customer. The customer reported feeling lethargic, shaky, sweaty and had a headache following the bolus dose received. The customer went to the emergency room and was treated for hypoglycemia. The customer reported his blood sugar dropped to 54mg/dl and stayed in the ER until his blood sugar increased to 108mg/dl. The device logs were provided to insulet for investigation which confirmed the delivery of 15 u of insulin. Furthermore, the device logs show interaction with the controller through screen navigation and by data entry in the bolus calculator screen including entry of the bolus dose and subsequently confirmation and initiation of insulin delivery. Evidence within the device logs confirm user interaction with the controller to program all bolus doses. The physical device was not returned for evaluation. Investigation of the device log data did not identify a device malfunction or any evidence of the delivery of an uncommanded bolus dose.